Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24080. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient's implantable cardioverter defibrillator was noted to experience loss of pacing and could not be interrogated. This loss of pacing caused the patient's heart rate to drop to the 30s. A possible lead breach was also noted on the patient's right atrial lead during the procedure on (B)(6) 2021. The lead was repaired as a precaution and remains implanted. The patient was stable throughout.